Event description:
It was reported that pt's pump showed an empty reservoir alarm. It was not known how long the pump was empty, or if the pt missed a refill. The manufacturer rep had not spoken to doctor at the time the event was reported and was unclear of the pt's history or symptoms. The pump logs had not yet confirmed the dates of the event. The pump was interrogated prior to being revised. The pt underwent pump replacement surgery (details not provided). The drug in the pump at the time of the event was baclofen 500mcg/ml delivered at 99mcg/day. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).